Manufacturer narrative:
(B)(4), retain testing was performed on the kit in question. Retain testing met all specifications. Product performing as designed. (B)(4), batch record review was performed, cru241 met all the release criteria for qa testing. (B)(4), complaint review was performed, only this event was reported against cru241. The root cause of this event could not be determined. No incorrect or erroneous results were reported as a result of this incident.

Event description:
According to customer, sample was first tested at blood assurance (a different facility) and was repeat reactive for chagas on the abbott prism. Blood assurance sent frozen sample and requested for both 2nd vendor chagas and abbott esa confirmatory testing (send-out to cts). Sample was received at indiana blood center and tested on the abbott prism. Results: repeat reactive (all three results). Sample was then tested on ortho vip for chagas and was non-reactive. Meanwhile the results for the abbott chagas esa confirmatory were received and was positive for chagas.